Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
It was reported by the eye care provider that the patient experienced acute red eye, pain and soreness, irritation, and a reduction in vision each time she used the device. It is stated that the patient was hospitalized after wearing the lenses. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, allegation of hospitalization, lack of medical information, and unknown resolution.